Manufacturer narrative:
The investigation into the patient's hematoma has been completed. Product was not returned for review. Based on clinical description, the root cause of access site bleeding was most likely due to patient condition. The failure modes will be monitored and trended.

Event description:
The user facility reported a (B)(6) female/male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Due to patient body habitus, patient experienced hematoma in ICU. Manual pressure held and hematoma got softer. Patient also experiencing skin tears due to nature of patient skin. Due to concern about access site, patient trial weaned at p2 and decision made to remove pump. Pump removed in ccl deploying the 2 percloses. Additional manual pressure held. Hemostasis obtained.